Event description:
The patient was brought to the cath lab in critical condition. Echocardiogram revealed a large pericardial effusion; 420ml of blood was drained. Prolonged balloon inflations were performed and protamine was administered; however, the perforation remained. Coils were implanted, but the perforation remained. Gelfoam was injected. The patient continued to have severe hypotension, and fluid continued to drain. The 2.8 x 16 mm graftmaster stent was then deployed in the ostial left circumflex. Post-dilatation was performed with a trek balloon, but the perforation continued. At this time, a dissection was seen in the left main, which was caused by the guiding catheter. A non-abbott stent was placed to treat the dissection. The patient had developed severe bradycardia and acidosis. Multiple rounds of sodium bicarbonate were given. A temporary pacemaker was placed. At this point, the patient did not have a pulse. Advanced cardiovascular life support was performed for 15 minutes. Despite all efforts, the patient died of cardiogenic shock. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: dil cath: 3.25 x 15 mm trek; guide wire: wholey, runthrough; guide cath: 7f swan-ganz, ebu; stent: resolute; other: coils: ruby. Acidosis. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no associated nonconformance or exceptions that would have caused or contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The reported patient effects of death is listed in the graftmaster instructions for use (IFU) as a potential adverse event as a potential adverse event that may be associated with the use of graftmaster rx coronary stent graft procedures. A conclusive cause for the reported patient effects (bradycardia, death, acidosis, and cardiogenic shock) and the relationship to the product, if any, cannot be determined.